Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/08/2018 that on (B)(6) 2018 a loss of connection had occurred. No data has been received. A follow-up will be submitted should product be returned for investigation. No additional patient or event information is available.